Event description:
It was reported during a stent placement in the right iliac, which was being placed in a cordis smart 12 x 60, the stent was deployed. When the doctor attempted to remove the delivery system, it pulled the stent along with it. The doctor had to use a balloon to anchor the stent against the vessel wall and was able to remove the delivery system. There was no patient injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The expiration date for this device was october 2006. Therefore, this device was used 5 months after the labeled expiry date. The sample has just returned and is currently under evaluation. This application represents an off label use for this device. This device is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.